Event description:
On or about on (B)(6) 2009, patient underwent placement of an angiodynamics xcela port catheter product, with model number: h965451090, and lot number: t085191. This xcela device was comprised of a port body and a polyurethane catheter. The xcela device was implanted by dr. (B)(6), at (B)(6), and the purpose of implantation of the xcela was to administer chemotherapy. On or about on (B)(6) 2010, patient presented to (B)(6), with complaints of neck pain. Patient underwent a CT scan and was diagnosed with thrombosis in her left internal jugular catheter. On or about on (B)(6) 2010, patient presented to (B)(6), for removal of the xcela device. The removal procedure was performed by dr. (B)(6), m.d., at (B)(6).

Manufacturer narrative:
Without product batch# and return product, the manufacturer could not conduct neither product investigation nor documentary review. The related risks are identified in our risk management file and procedure clearly described in the IFU. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).